Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 90% stenosed lesion in the ramus circumflex (rcx) artery. After advancing the 3.5x15mm nc trek balloon dilatation catheter (bdc) to the lesion, during balloon inflation a leak of contrast was noted from the shaft of the device. There was no adverse patient effect and no clinically significant delay in the procedure. A new nc trek bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.